Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No data analysis from this device was performed. This device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.